Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler 3t system. A livanova field service engineer (fse) was dispatched to the facility and could confirm the reported issue. Further, condenser coil fan motor was found hot to touch, therefore, it was replaced. After performing all the functional tests with positive results, the system was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, heater-cooler 3t system cut itself off, after power on. There was no patient involvement.